Manufacturer narrative:
The mentioned system was shipped from motion concepts to medbloc (motion concepts USA importer/distributor), as per dealer requirements, on 22-jan-2025 and then was sold to national seating & mobility- urbandale, ia on (B)(6) 2025. The incident was not caused by a system malfunction. However, since an injury was involved, we consider this a reportable event.

Event description:
On february 24, 2025, medbloc (distributor) informed motion concepts lp about an incident involving one of our wheelchairs. The product had been sold to an end-user in the USA through the dealer national seating & mobility - urbandale, ia. According to the dealer, the wheelchair was involved in an automobile accident while the end-user was riding as a passenger. During the accident, the wheelchair collided with the vehicle's dashboard, resulting in a wrist injury for the end-user, who is planning to seek medical attention. Additionally, the joystick mount was damaged in the accident. At the time of the incident, the system had been in use for approximately one month.